Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notifier and presented in the emergency room. Review of the remote merlin on demand transmission revealed, the right ventricular lead exhibited high defibrillation impedance. The patient was in stable condition before, during and after the event. The patient presented in cardiologist dr. (B)(6)¿s office on (B)(6) 2018 for further evaluation; the device was reprogrammed. The patient was in stable condition and will continue to be monitored remotely.